Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified iliac vessel. An 8.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured which might have been caused by the protruding part of the calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.